Event description:
Caller reported potential false negative hcg results. No details were provided by caller.

Manufacturer narrative:
Investigation: control lot: 20miu/ml hcg urine lot: hcg090304-02, 10miu/ml hcg serum lot: hcg090820-01, 100miu/ml hcg urine lot: hcg090521-01, 100miu/ml hcg serum lot: hcg090923-02, 257.8iu/ml hcg urine lot: hcg090526-02. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. Corrective positive results were observed when tested with 10miu/ml hcg serum control at 5 minutes read time. The 100miu/ml and 257.8 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. The 100miu/ml hcg serum control yielded clearly positive results at 5 minute read time. Manufacturing document review: verified the product number, product description, lot number and batch record. No abnormal results were found. No corrective action required at this time as no product deficiency was established.